Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: review of the black box data revealed evidence of short battery life illustrated by drastic voltage drop leading to low battery warning. The returned battery cap was undamaged and able to fit properly on the pump. The pump powered on normally for investigation and ez-prime steps successfully completed. The electrical current draws were evaluated and found to within specifications. Investigation did not duplicate the alleged short battery life issue during investigation. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.